Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that distal embolization is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a calcified, 80% stenosed, 4 mm superficial femoral artery (sfa). Three low speed treatments, seven medium speed treatments, and five high speed treatments were performed. There were no patient complications associated with orbital atherectomy observed at the end of the procedure. The clinical event committee reviewed procedural images and concluded that the diamondback 360 peripheral orbital atherectomy device contributed to a distal embolization. No further information is available.